Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one day post implant there was a rise in thresholds with intermittent capture at maximum outputs. The lead impedance had dropped significantly. Under fluoroscopy it appeared that the lead had migrated. The physician said "it is a suspected contained perforation. No evidence of hemodynamic compromise." The lead was capped and replaced. No further patient complications have been reported as a result of this event.